Manufacturer narrative:
(B)(4). The devices have been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt's neurostimulator originally worked then "multiple open impedance" were noted. It appeared as though blood got into the receiver. The device was removed and replaced. There were no details provided in regard to pt symptoms, injury, or outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be sent if add'l info becomes available.